Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not deliver any output response for lead impedance, shocking impedance, or sensing in the ventricular channel at implant. No fault codes or telemetry issues were observed. The ICD was not implanted and will be returned to cpi for analysis.